Event description:
Reporting status: serious injury - medical intervention/surgical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that an attempt was made to treat a vein graft perforation with a graftmaster stent; however, the stent could not cross and was not placed. The perforation was sealed with a xience stent. The patient was sent to surgery. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a root cause for the reported failure to cross. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments deutschland gmbh, as per specifications. The device was not returned for investigation. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined, due to the lack of procedure and patient information, and the lack of device investigation.